Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-screen (3), lot r586, on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files for testing performed on the second instrument (B)(4) showed that an equivocal result was obtained with cell 1 and was edited to 1+ by the customer. Reactions on the antibody identification assay were visually weak as well. Controls performed as expected. No sample was returned for additional investigation. The customer was made aware of the limitation in the package insert which states "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed". Product is performing as expected. An immucor field service engineer visited the customer site on (B)(6) 2015 to assess the testing instrument that was used and the instrument was found to be running as expected.